Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the channel. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". [Inspection of endoscope]. Visually check that there are no large scratches, deformations, loose parts, or other abnormalities on the external appearance of the operation unit or scope connector. [Inspection of forceps channel]. Insert the instrument through the forceps plug, and check visually and by hand that the instrument comes out smoothly from the suction/forceps port at the tip of the endoscope and that no foreign matter is expelled. Visually and by hand confirm that the instrument can be pulled out smoothly from the forceps plug.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Address- full name of the establishment is (B)(6) hospital. The subject device was received and evaluated. Device evaluation found clogged channel tube (ch-tube), foreign material was observed coming out of the distal end. Due to clogging of ch-tube, forceps cannot be inserted. Due to clogging of ch-tube, suction volume does not meet the standard value. Furthermore, the following defects were identified during device inspection: due to wear of angle wire, the play of up/down (ud) knob found out of the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to deformation on bending tube, angulation skips during angulation in ud directions. Bending section inspection check found the adhesive on a-rubber has a crack. Forceps channel port found shaved. Scope cover found detached. Scratch found forceps elevator (fe) lever, distal end c-cover, protector of universal cord on s-connector, protector of universal cord on control section side, s-cover, right/left knob, grip, light guide (lg-cover) glass. Paint on air/water (aw-cylinder) found peeled off . Control unit discolored. El-connector has corrosion due to water leakage. Due to deformation, u/d knob does not move smoothly. Due to the nature of the reportable event (foreign material clogged in the channel , handling issue ), the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. Performed pre-inspection check of the device prior to use. The customer did not cleaned, disinfected, and sterilized the equipment prior to requesting repair. Facility was aware, noted ¿yes ¿ as to when the foreign matter adhered on the device. ¿ customer stated the stent was jammed during removal. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. Customer noted normal, no abnormalities on the accessories used for reprocessing. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The aspiration of the water through the instrument/suction channel noted ¿unknown¿ the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Customer sent a repair request reported with an issue of "abnormality inside the channel". According to the report, the stent got stuck in the forceps channel and could not be removed. The issue occurred during an unspecified procedure. According to the report, the stent was jammed during removal and the scope was. The intended procedure was completed by removing the scope. There was no patient harm or impact reported due to the reported issue. No harm was reported, no user injury reported. Device evaluation found clogged channel (ch-tube). Foreign material found coming out of the channel distal end . This report is being submitted due to clogged channel , foreign object identified to be coming out of the device channel distal end (including subfeed) (insufficient cleaning, handling issue) identified during device evaluation.